Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to two shocks that were inappropriately delivered as a result of noise oversensing. The device was interrogated and reprogrammed to secondary vector since the physician suspected sense-b-node issue. Technical services was consulted for troubleshooting recommendations. At this time, this electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized due to two shocks that were inappropriately delivered as a result of noise oversensing. The device was interrogated and reprogrammed to secondary vector since the physician suspected sense-b-node issue. Technical services was consulted for troubleshooting recommendations. At this time, this electrode remains in service and no adverse patient effects were reported.